Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. In addition, it was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. No additional patient or event information was available. Customer declined troubleshooting with tandem technical support.